Event description:
The device was used during laparoscopic cholecystectomy procedure. Reportedly, the clips would not advance. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.